Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was admitted for stroke-like symptoms. Imaging showed no changes and the patient was reported to be on warfarin, clopidogrel, and aspirin. The patient underwent additional testing which is pending results. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site revealed that the patient was presented with stroke like symptoms. Imaging performed did not reveal any changes. The patient was treated with warfarin, clopidogrel, and aspirin. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the vad instructions for use, stroke is a known potential complication associated with the implantation of an vad pump. Based on review of past adverse events for this patient, it was noted that the patient had a history of stroke-like symptoms. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction and an update to the investigation completion. Correction b1: adverse event or product problem was corrected from "adverse event" to "adverse event and product problem." Correction b3: the event date was corrected from (B)(6) 2020 to (B)(6) 2020. Correction b5: event description was corrected to include additional information regarding the pump performance. Correction b6: laboratory data was corrected to include all map values. Correction b7: relevant history was corrected to include medical history post vad implant. Correction h6: patient ime code, imf codes, and img code were added. FDA device code was corrected from a24 to a141302. FDA method code b15 was added. FDA results code was updated from 3221 to c19. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. The reported suction event was confirmed through log file analysis which revealed 12 suction alarms were logged on 24/may/2020. Information received from the site indicated that, in addition to the suction event, the patient was presented with stroke like symptoms. Code stroke was called and it was noted that the patient had a mean arterial pressure (map) of 101 in the emergency room (ER). Imaging performed did not reveal any changes. The patient was treated with warfarin, clopidogrel, and aspirin. It was further reported that the patient couldn¿t drink anything the night before which caused the suction alarms. The patient¿s map decreased to 84 after the admission and platelet testing was performed to determine if the patient is a plavix non-responder. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Per the instructions for use, stroke is a known potential complication as sociated with the implantation of an vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of stroke-like symptoms. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular assist device (vad) exhibited suction events the night before the patient was admitted for stroke-like symptoms. Code stroke was called and it was noted that the patient had a mean arterial pressure (map) of 101 in the emergency room (ER). Review of logfiles showed multiple suction alarms since (B)(6) 2020. The patient couldn¿t drink anything the night before which caused the suction alarms. The patient¿s map decreased to 84 after the admission and platelet testing was performed to determine if the patient is a plavix non-responder.